Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received service report and provided photo, the water and moisture were revealed inside the ventilator in the rear area, expiratory cassette and expiratory cassette compartment. They were cleaned and dried. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. Liquid spillage onto the ventilator may lead to liquid ingress into the ventilator and cause short circuiting which may affect the essential functions of the ventilator. The servo devices are intended to be use in the hospital environment. According to information provided in service report the ventilator was found near the patient's washroom. The cause of this issue has been established as accidental damage related to liquid inside the ventilator.

Event description:
It was reported that the ventilator generated a technical error codes. Moreover, ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).